Event description:
A surgeon reported at the end of surgery, during the step of the hydration of the wound (hydrosuture), the luer-lock cannula abruptly detached and went into the anterior chamber. The cannula was stopped by the intraocular lens which had already been implanted, but was not in contact with the retina. The intraocular lens fell into the posterior segment of the eye. A second surgical procedure (complete vitrectomy and implantation of an anterior chamber intraocular lens) was necessary and was performed the next day. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).